Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." Date implanted - unknown. (B)(4).

Event description:
It was reported that patient underwent hip arthroplasty on an unknown date as part of a clinical study. Subsequently, patient suffered a fall and presented to the doctor with a dislocated hip. A closed reduction procedure was performed on (B)(6) 2011. No further information has been provided to date.